Manufacturer narrative:
The transportable unit performs its own service and preventative maintenance. The unit was checked after the incident and they did not report any malfunction. They performed preventative maintenance on the following dates: 1/7/07; 5/17/07; 8/21/07.